Event description:
It was reported that the system left monitor would not display images during a case. No patient injury was recorded.

Manufacturer narrative:
A ge representative evaluated the system and replaced both monitors. System operates as intended.